Event description:
It was reported, the patient experienced difficulty charging his scs ipg and is approaching stim off. A replacement charger did not resolve the issue. The patient is to consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.